Manufacturer narrative:
The implant date is approximate.

Event description:
It was reported that a patient underwent reimplantation of an inflatable penile prosthesis (ipp) . The patient reported dissatisfaction with the angle of their implant making it difficult to use the device. Patient stated desensitization to the whole area resulting in feeling nothing at all. No additional patient complications were reported. No further information could be obtained despite good faith efforts.